Event description:
Damaged transformer housing - breach present customer unplugged transformer from wall and as she was doing this, transformer broke in half.

Manufacturer narrative:
A replacement power supply was sent to the customer. Four f/u attempts with the customer were made to obtain add'l info and inquire about product for eval. Should the product be returned it will be evaluated and a f/u to the submission will be reported. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.